Event description:
It was reported by the patient's spouse that a hospital had determined that one of the patient's leads was not functioning properly. No additional information could be obtained after multiple follow-up attempts. The leads remain in use. No patient complications have been reported as a result of this event.